Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, e1, h6.

Event description:
Healthcare professional reported left side rupture via ultrasound. Healthcare professional later reported after surgery, the implant was not ruptured, it was folded. The device has been explanted and replaced with non-allergan device.